Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted - 2009. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Product location unknown.

Event description:
A right hip revision procedure has been indicated approximately seven years post-implantation due to unknown medical complications. No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following sections were updated: outcomes attributed to adverse events - hospitalization. Date of event - (B)(6) 2016. Describe event or problem - revised due to pain and discomfort. Explant date - (B)(6) 2016. Therapy date (B)(6) 2016. Initial reporter - dr. (B)(6) (hospital unknown). Health professional? - yes. Occupation - physician. (B)(4). Report source - foreign, company representative. Date received by MFR - sep 6, 2017. If follow-up, what type? - additional. Device evaluated by MFR? - no, not returned to manufacturer. Multiple MDR's were submitted for this event. See reports: 0001825034-2017-07475, 0001825034-2016-02843, 0001825034-2017-07476, 0001825034-2017-07477. Concomitant medical products: 157442, m2a-magnum mod hd, lot 534260. The 139256, m2a-magnum 42-50 tpr, lot 482810, the 11-104111, mlry-hd por fmrl, lot 272480. Us157848, m2a-magnum pf cup, lot 662740. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain and discomfort. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address metallosis and psuedotumor.